Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient performed a manual drain of 3700 ml after completion of pd treatment with a final fill volume of 2000 ml. This drain volume is 185% the patient's largest reported fill volume of 2000 ml. The patient also reported draining slowly and drain complication alarms during treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient performed a manual drain of 3700 ml after completion of pd treatment with a final fill volume of 2000 ml. This drain volume is 185% the patient's largest reported fill volume of 2000 ml. The patient also reported draining slowly and drain complication alarms during treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.